Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that inappropriate atp therapy was delivered for svt. Loss of lv pacing was also noted. Lead was reprogrammed and device remains implanted.